Manufacturer narrative:
Product ID: 3093-28, lot# v062581, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported the lead was tested intraoperatively to try to identify the source of the out of range (oor) impedance. It was stated there was no motor or sensory response on any electrode. The patient's full system was replaced on (B)(6) 2014. After the replacement, the patient had positive sensory and motor responses. It was noted that there had been no indication since the replacement that the patient was not having good efficacy.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v062581, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient fell into their dresser and revision was planned. Impedance testing showed greater than 4,000 ohms. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.